Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading was 40 and their blood glucose reading was 111 mg/dl, causing the customer's insulin pump to go into threshold suspend. The customer also experienced low blood glucose levels of 43 mg/dl. At our request, he changed his sensor and realized that his blood glucose levels were low. To treat his blood glucose level, the customer calibrated and ate. The insulin pump then displayed that the customer's sensor glucose reading and blood glucose reading were not within the acceptable range. During troubleshooting, the customer found that the sensor was slightly bent on the very end. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.